Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an alto stent graft system on (B)(6) 2024. It was reported that approximately 34 minutes after deployment of the polymer filling a type ia endoleak was detected. The physician made two attempts with a reliant ab40 modeling balloon (non-endologix), however, was unable to resolve the type ia endoleak. The final angiogram showed a type ia endoleak. The patient will be monitored. The procedure was completed with no other concerns.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1a endoleak is confirmed at the time of implant. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms could not be determined. The final patient status was reported as being monitored. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Correction: b5: describe event or problem has been updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the implant of an alto stent graft system on (B)(6) 2024. It was reported that approximately 34 minutes after deployment of the polymer filling a type ia endoleak was detected. The physician made two attempts with a reliant ab40 modeling balloon (non-endologix), however, was unable to resolve the type ia endoleak. The final angiogram showed a type ia endoleak. The patient will be monitored. The procedure was completed with no other concerns. Additional information received indicating that the intraoperative type ia endoleak self resolved. No further treatment is planned.